Event description:
It was reported that pump displayed alarm 2 followed by repeated occlusion alarms while customer was using novorapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected tubing and cartridge as instructed, delivered test boluses, removed and inspected cartridge and pump for damage or debris, then filled and loaded new cartridge and was advised about possible impact of temperature changes and to replace supplies as needed before resuming insulin therapy.